Event description:
Baxter sales representative (bsr) sent email notification of complaint on behalf of customer to corporate product surveillance. The customer reported a colleague infusion pump with the reported condition "an upstream occlusion alarm sounded frequently while infusing pitocin or lactated ringers when refrigerated. The alarm interrupts the patients and family members. There were no adverse reactions or patient injury reported. It is unknown when this event occurred. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation, it was found that baxter does not have reporting responsibility for this product; this complaint was opened to capture a third party notification.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Since the device is unknown, a 510k number cannot be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.